Manufacturer narrative:
The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A search of the complaint file found three similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device has not been received.

Event description:
The user facility reported that the surshield winged infusion set device became disengaged. The following information was reported: the lab technician heard the safety activation click on the sheath; once the safety was activated it came disengaged and poked her on disposal; the needle stick occurred after the blood draw when the tech was going to activate the safety device; patient was not affected by the needle stick; blood testing came back (B)(6) for (B)(6); there was no blood loss for the patient; and the tech either used a syringe or vacutainer to perform blood draw.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and the returned sample evaluation results. The actual device was not returned to the manufacturing facility for evaluation, however, 38 unused samples were returned for evaluation. Therefore, the investigation was based on the evaluation of user facility information and evaluation of retention samples and 38 unused samples from the reported product code/lot number combination. Visual inspection of the retention samples revealed no defects. The angle of the safety shield was inspected and confirmed to meet manufacture specification. Activation of safety shield was conducted successfully and revealed no defects. Breakage resistance test after activation of safety unit was conducted and revealed no defects. The connection firmness of safety shield was tested and confirmed to meet manufacturer specification. Visual inspection of the retuned unused samples revealed no defects. The angle of the safety shield was inspected and confirmed to meet manufacture specification. Activation of safety shield was conducted successfully and revealed no defects. Breakage resistance test after activation of safety unit was conducted and revealed no defects. The connection firmness of safety shield was tested and confirmed to meet manufacturer specification. Function testing was conducted on both retention samples and on the returned unused samples and could not reproduce the reported defect. A review of the inspection records of the involved product/lot# combination confirmed that there were no relevant findings. A search of the complaint record for the past two years found 8 similar complaints. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.